Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported evidence electrical sparking. No specific event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.